Event description:
A 2.5 mm diameter x 15 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a patient to post-dilate a lesion located in the rca mid-right and distal-right. Prior to this, it was used successfully to pre-dilate the lesion and was successfully removed from the patient. However, while being used during the post-dilatation, the balloon was reported to have ruptured when it reached 8 atms. The account confirms that no abnormalities were noted during performance of negative prep on the device prior to initial use. The procedure was completed with post-dilatation using sds balloon. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement.

Manufacturer narrative:
(B)(4). Evaluation: results, conclusion: withdrawal and re-insertion of device.